Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer received the alarm during a bolus. The pump has not been dropped or bumped. The pump has not been exposed to magnetic fields. Customer used to oil the new reservoir before filling it with insulin. Customer was advised to discontinue the pump's use until the replacement arrives.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked reservoir tube window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker.